Event description:
On (B)(6) 2004, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder bifurcated endoprostheses. On (B)(6) 2011, an additional procedure was performed whereby an additional contralateral leg component was implanted to treat a distal type I endoleak. On (B)(6) 2013, follow-up imaging showed that the aneurysm had grown 3cm over the past 18 months, with no evidence of endoleak. On (B)(6) 2013, an additional procedure was performed whereby the previously implanted devices were relined with three additional gore excluder aaa endoprostheses. It was reported a cause of the aneurysm enlargement was not identified. Final imaging showed no evidence of endoleak, and the pt tolerated the procedure. On (B)(6) 2013, follow-up computed tomography angiography identified a persistent proximal anterior endoleak. The source of the endoleak could not be identified. On (B)(6) 2013, repeat angiography reportedly showed a type ii endoleak, most likely from a lumbar artery. No further adverse events were reported. Additional information has been requested.

Manufacturer narrative:
Results: the review od the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the cause of the aneurysm growth is unk. Devices implanted and involved in this event: pct281416/033141003, pcc181000/02835404 and pxc141400/9313987. Refer to medwatch # 2017233-2011-00607 for the information on the (B)(6) 2011 procedure.